Manufacturer narrative:
Corrected information was provided in d1. Upon review, the brand name has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the ¿controller error failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during prep, biomed stated that they are getting a system self check failed alarm when powering ic 4700. There was no patient involvement.